Event description:
The pt undergoing a endovascular branched stent graft procedure under an investigational study. The procedure included implant of the following study devices: a thoracoabdominal side branch and aaa distal body inverted leg. The following commercial devices were utilized to connect the distal body to the iliacs: two zsle components were placed in the bifurcated component and one zsle was placed in the left iliac limb and one in the right iliac limb. Three wallstents were placed in the left iliac limb and one wallstent placed I the right iliac limb. To connect the branched device to the visceral vessels: a fluency and wallstent were used in both the sma and celiac. Two zilver stent and a viabahn device were placed in the left renal. Some time after the procedure, the pt died from sma thrombosis. Pt expired from sma thrombosis; however, there was an incident finding of polymer emboli noted in the pathologist report. According to the reporting instruction, "hydrophilically" coated sheaths, such as the shuttle select, may have been utilized during the procedure.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation as more info is being gathered.